Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model 146870428. This product was used for the product code and 501k. D4 and h4 the lot#, expiration date, and manufacture date are unknown. E1 - this complaint was received through: (B)(6). Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A compliant was received with regards to a primary plum¿ set clave¿ port, clave y-site, secure lock, 103 inch that experienced leakage. The reporter stated, "leakage on the edge of cassette". There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
D9 - date returned to mfg: 1/8/2025 two pictures were returned. One showed what appears to be a leak coming from the base of the cassette. The other showed the set inside a package. Received one used list# 142560488 primary plum set. No damages or anomalies were observed. Sample was leak tested per specification; a cassette leakage was observed. Each set was attached to an ICU medical provided IV bag, primed per packaging directions, and a test infusion was performed. Sample returned a cassette test failure alarm during testing and further infusion was unable to be performed. No leakage was observed. Complaint of leakage can be confirmed. During investigation a cassette alarm was also observed. The probable cause of the alarm and subsequent leakage is related to the product being exposed to excessive heat during transportation that may contribute to the warpage of the cassette leading to cassette errors and leakage. The lot history of the provided packaging was reviewed, no nonconformities were identified that may have contributed to the reported complaint.